Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient thought their ins was "picking up on her reveal linq cardiac monitor". According to the patient they have a linq monitor they keep next to their bed at night and noted that at night their ins feels like ants crawling under their skin, "like fingers poking out of her ins into her butt", and also feels itchy at the ins site. The patient then noted that they also wake up 3-4 times at night. Additionally the patient reported that they had turned every program down to zero except program 4 which the patient did not know how to access. When asked about any programming changes the patient reported that they had moved and during the move they stopped using the linq and after the move they were given a new linq remote as well as getting a smaller bed so the patient is laying closer to the monitor than they were previously. The caller then reported that the patient had a bladder infection which initially went away after taking cipro, but when the patient stopped taking cipro the infection returned so keflax was tried, but this made the patient sick so a third antibiotic was prescribed by the patient's healthcare pro vider (hcp), but the patient has not picked the antibiotic up yet. The patient confirmed that the issue with the ins occurs when lying in bed. During the call the patient was assisted with changing to program 4 and reducing stimulation to 0 as the patient requested as well as reviewing how to turn stimulation off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they think the device in the chest was interfering with the device in their buttock. And that they had an x-ray done and will go back for the reading on (B)(6). Patient further stated that the issue was already resolved. No further complications were noted or anticipated